Event description:
It was reported that (2) pcu keypads require replacements due to buttons not working and unable to turn on the device. There was no patient involvement .

Manufacturer narrative:
Correction: disregard file (file reported a wrong device serial #)

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (2) pcu keypads require replacements due to buttons not working and unable to turn on the device. There was no patient involvement .